Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the root cause of medial left deviations and slightly lateral right deviations was the shifts between CT and flouro images during registration. Soft-tissue pressure on the tools and an unstable platform might have been contributing factors to the deviation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during the procedure all of the screws placed on the left side were medial. The patient was registered without issue. The surgeon was operating on t4-t8 with a clamp on t6, and started placing screws at t8l, working up the left side to t4. The surgeon then switched sides and again started at t8r, working up the right side to t4. After all 10 screws were placed they took a confirmation 2d shot and all 5 screws on the left side were medial by up to 1cm, but every screw on the right appeared accurate. The surgeon revised all 5 of the medial screws with navigation, but without the aid of the guidance system. There was about 2 hour delay to the procedure total. The accuracy was checked throughout the procedure with no indication of issues prior to the confirmation shot. The patient did not experience any symptoms. The manufacturer representative ran a 10-point accuracy check immediately following the case and there were no anomal ies. The clamp at t6 was stable, even if the exports show that it was placed proud. The representative confirmed that the surgeon checked for rigidity and had no concerns. They also checked anatomical accuracy throughout the case and saw no indication of any shift.